Event description:
It was reported effective therapy has never been established since implant. The pt was implanted for bilateral leg but reprogramming only provided torso and rib coverage. An impedance check revealed all contacts were within normal limits. X-rays were taken for comparison purposes. Follow-up identified surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.